Event description:
It was reported that there was a crosslink fracture at the upper chest. The surgeon noted breakage of the multi-axial transverse connector during post-op control after 6 months, 12 months or 18 months. No revision surgeries are planned as there is no rod breakage or non-union.

Manufacturer narrative:
Age at time of event: (B)(6) years. Method: risk assessment. Results: the customer reported event was confirmed via a review of the returned x-rays. However, the device was unavailable for evaluation. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: it was confirmed that the device was implanted for over 18 months, so it is likely that the age of implantation contributed to the event. However, no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker.

Event description:
It was reported that there was a crosslink fracture at the upper chest. The surgeon noted breakage of the multi-axial transverse connector during post-op control after 6 months, 12 months or 18 months. No revision surgeries are planned as there is no rod breakage or non-union.